Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Could not duplicate error. Logs were reviewed, but the cause of 3d issue was inconclusive. Replaced system control board, ht control board and pendant. System checkout performed. The replaced parts have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not initialize a 3d spin. There were reportedly no issues with taking 2d images immediately prior to this spin. It was also reported that the x-ray tube and detector were rotating to the starting position and the mobile view station (mvs) displayed the message "initializing spin" but the system then did not respond. The user attempted to go back and attempt 2d images, and again, the system would not respond. The mvs and image acquisition system (ias) were both rebooted and the issue was then resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. The case was completed successfully with the imaging system and the patient was not impacted.

Manufacturer narrative:
The ht control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant was also returned to the manufacturer for analysis. The tester installed the pendant on a test imaging system and the pendant functioned as expected. Each key actuation resulted in the appropriate system response. The system readied at each power cycle and remained ready. Visual inspection notes soft keys 21, 28, and 31 laminate are separated from touchpad. Pendant laminate touchpad is damaged, however there was no functional problem found. The reported event could not be duplicated by medtronic personnel.